Event description:
Incident reported in another country. We have encountered a problem with a few sets with the same lot number. It looks to me manufacturing defect or assembled improperly. (Lot 05f167g code: 07332414048648). During treatment today, one of these sets clotted and the nurse went to change it. So when they start unloading the set they noticed blood leaking from access pod. They reported to me and I looked in to it and the blood leaks for the joint section of the pod. To me the pod constructed from two parts. The two parts are joined with some sort of adhesive or pressure fitted. This is where the blood leaks. I took a picture to show you but it is not clear. Apparently this is not the first time it happened (2 x's ). But they didn't report as they though it was isolated cases. However, while I was there they thought it was isolated cases. However, while I was there they tried to set up aonther machine with a new set and same lot. During the priming the nurse notied a leak exactly at the same place. (Access pod). Since this one is clean I kept it for you to see it. The main concern is if a set has some sort of leak it is no longer sterile system to run the blood. From clinical point of view am I assuming correct? Do gambro pressure test every set before they package it and send it out for use? Sample available but not received.

Manufacturer narrative:
The review of our complaint file indicated that it was the fourth time such a defect was reported on lot 05f1675g of prisma m100 preset. The access pod is working under negative pressure during treatment. In these conditions, there is no possibility that a rupture of the pod led to an external blood leak. During unloading the set from the machine, the pressure becomes positive in the access pod because the pump is rotating counterclockwise. The investigation of this complaint led us to conclude that the overpressure in the extra-corporeal blood circuit, in combination with an insufficient welding of the pod, resulted in the external blood leak reported by complainant. We considered there was no patient's safety issue because the incident occurred during unloading of the prisma set, after disconnection of the patient, which means at the end of the treatment. However, even if this incident did not represent a risk for the patient, it could have presented a risk of infection/contamination for the nurse or third persons in case of contact with the external blood leak. For this reason, we decided to report this case as an MDR. Incidents related to potentially defective pods are being investigated by the company, together with our subcontractor (manufacturer of the pods) to identify the root causes and implement corrective actions. The preliminary investigations allowed us to conclude that the excessive fragility of the pods comes from a poor/insufficient welding of the retainer to the body of the pods. Immediate actions were taken by gambro industries and the subcontractor to re-define the criteria to sort out the pods from the current production and reject all potentially defective units. In the meantime, our subcontractor has decided to launch the revalidation of their ultra-sonic welding process.